Event description:
It was reported that the patient experienced recurring incontinence male sling system . An artificial urinary sphincter was implanted. The patient was reported to be doing well after the procedure.

Event description:
It was reported that the patient experienced recurring incontinence with the advance sling system . An artificial urinary sphincter was implanted. No further complications were reported in relation to this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced unspecified issue with the male sling system . An artificial urinary sphincter was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.